Event description:
Customer reported, during routine transport of pt, the display malfunctioned. No adverse affect to the pt. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.